Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis was able to verify the telemetry failure, as a result the link electronic module (lem) board was replaced. (B)(4): the device was analyzed and no anomalies were found.

Event description:
It was reported there was a telemetry failure. No patient complications were reported as a result of this event.